Event description:
The hospital reported that within the last 3 weeks during multiple endoscopic vein harvesting procedures, ten short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. Replacement units were used to complete the procedures. The hospital did not report any pt complications. It is unk how many cases or dates the events occurred, therefore, all ten failures are captured under this one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).